Event description:
It was reported that the patient experienced diaphragmatic stimulation from ventricular pacing. The patient was pacemaker dependent. At past follow-ups reprogramming was attempted to alleviate the stimulation, but it did not.

Manufacturer narrative:
Na